Event description:
Csf shunt placed in 2004. Client developed spinal fluid leakage and headaches. Shunt had to be removed and replaced. This was done the following month. Dr found that initial shunt placed one month ago had broken apart. Dr kept shunt for review.